Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, curved opening, brown biological tissue, around 0-25% of the plug strap is missing. Leak test and microscopic analysis was performed, which identified a linear sharp opening on anterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed, which identify the thickness within specification). A linear striated opening on radius side assessed, as surgical damage, broken plug strap with striated edge assessed, as surgical damage consist in the use of some surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening assessed, as unidentified(tear) opening. Missing plug strap that is assessed, as inconclusive a striated opening assessed, as surgical damage consist in the use of some surgical tool. Broken plug strap with striated edge assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant has collapsed."

Event description:
Patient reported left side "collapsed." Device remains implanted.